Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). It was noted that the patient's implantable cardioverter defibrillator (ICD) was not put into MRI mode and went into backup operation with high voltage therapy disabled. Programming changes were made, and the ICD was restored successfully. The patient was stable throughout.